Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. It was determined that the consumer is not testing daily as prescribed by her health care professional. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.